Manufacturer narrative:
Methods (other) - the perfusion record along with the cdi 500 data were analyzed, but there is no code available. The actual device was returned and evaluated. Upon rinsing and drying the actual sample, visual inspections confirmed there were no anomalies that would relate to a gas leak or insufficient gas transfer performance. The actual device's gas transfer system was performance tested with the circulation of bovine blood @v/q=1, fio2=100%, and the flow rate of 5l/min and 3l/min. Both the o2 addition and co2 removal were confirmed to meet product specifications. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: (1) "during perfusion, measure blood gases and make necessary adjustments as follows. Control paco2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2 , decrease fio2. To increase pao2, increase fio2." (2) "if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 15l/min for 10 seconds. Do not repeat this technique, even if oxygenator performance is not improved." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported that an insufficient gas exchange occurred during a procedure for map+avr+maze. When data from the cdi500 and sampling line were reviewed, it was found that the pao2 decreased as low as 160mmhg. There was difficulty stabilizing the patient's gas exchange level so the circulation conditions were adjusted to reach the ideal value range for pao2 to be 200 - 250mmhg. It was reported that the procedure was completed successfully without replacing the oxygenator, and there was no harm to the patient.